Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The beckman coulter fse replaced the peltier drive power supply assembly and it produced a flame from within. Fse quickly powered off the instrument and avoided any other damage to machine and facility. There was no fire or smoke within the facility and the fire department was no called. No exposure to the customer or the beckman fse. Issue was resolved by replacement of peltier drive assembly. Beckman coulter internal identifier is case-(B)(4). No patient demographic information (age, gender, weight, race or ethnicity) was provided.

Event description:
The customer reported during service visit, beckman coulter field service engineer (fse) replaced the peltier drive power supply assembly and it produced a flame from within the customer¿s unicel dxc 600 pro synchron system. The fse reported no injury or smoke alarm or any additional other problems. No exposure reported to the customer or fse. The fire department was not called. No erroneous patient results were generated.